Event description:
A customer observed a non-reproducible, higher than expected, vitros valp result from a single patient sample during a lot to lot correlation study on a vitros 5,1 fs chemistry system. Additionally, a non-reproducible, higher than expected, vitros valp result was obtained from a different patient sample using a vitros 5,1 fs chemistry system when compared to a non-vitros method during a correlation study. The following results were obtained: vitros valp lot 2511-21-2721 vs. Vitros valp lot 2511-20-2483. Patient sample 1 = 83.5 vs. An expected result = 69.0 ug/ml. Vitros vs. Non-vitros method: patient sample 2 = 63 vs. An expected result = 51 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician. However, the affected results were not reported out of the laboratory as these were part of a correlation study. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros valp result was obtained from a single patient sample during a lot to lot correlation study on a vitros 5,1 fs chemistry system. Additionally, a non-reproducible, higher than expected, vitros valp result was obtained from a different patient sample using a vitros 5,1 fs chemistry system when compared to a non-vitros method during a correlation study. The investigation could not determine a definitive root cause for the affected result from the lot to lot correlation study. However, sample handling cannot be ruled out as a contributing factor for the initial correlation study. The root cause for the affected result from the vitros vs. Non-vitros correlation study could not be determined. No further conclusion can be reached at this time as the customer has declined to continue the investigation. There was no evidence that an instrument related issue contributed to the event with respect to both the correlation studies.